Event description:
Lead was returned with lexos dr. The oos on the lenox indicates intermittent oversensing and diaphragmatic stimulation.

Event description:
Lead was returned with lexos dr, sn:79811296. The oos on the lexos indicates intermittent oversensing and diaphragmatic stimulation.